Event description:
Information received from the field notes that the patient was pacemaker dependent and had dizzy spells along with near syncopal episodes resulting in a fall and a fractured right wrist. An x-ray showed a gap in the lead near the~~~~~